Event description:
The account alleged that the pt was rolling over and the top part of the stretcher became disconnected from the base, causing the pt to fall to the floor. No injury reported.

Manufacturer narrative:
The tech investigated the alleged incident and the account stated that a pt in the emergency room was on the stretcher, the pt turned on the left side from a flat supine position, and the stretchers sleep deck separated from the base. The pt was found on the floor. No injury reported. The tech found the head and foot supports that the hi/low cylinders attach to on the top, had broken at the bolt locations. The tech stated it was the bolt that goes through the cylinder shaft. The bolts broke on the head and foot end of the stretcher. The stretcher will be scrapped.